Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had an alert on low or high they press the center button and it was hard to had to unlock when they driving and had to press all the buttons. The customer¿s blood glucose level was unknown. Customer had like to press one button for the alarm to stop for 15 minutes or so until they did get to a place to find out what was going on. The insulin pump will not be returned for analysis.